Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 354 mg/dl. The customer was treated with insulin pump and shots. The customer was admitted to (B)(6) on (B)(6) 2014. The cause of emergency room visit is diabetes ketoacidosis, 3 plus keystones in her urine. The outcome of the emergency room visit was insulin drip. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.